Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a device check. The device reached eri. An alert for charge time reach and possible output circuit damage was revealed. Lead revision and device replacement were suggested. The patient will continue to be monitored.